Manufacturer narrative:
The returned device was inspected visually and no major damage or abuse was noticed. New batteries were installed and a miller size 0 and size 3 blade was installed and the handle exhibited normal illumination. The handle was then rotated into an end use position and forces were applied to the blades to simulate end use. At no point did the light appear to dim. Lastly, the illumination was recorded as 47 foot-candles which equates to 505.9 lux which exceeds iso 7376 requirement of 500 lux. The customer complaint is not confirmed based on the above findings as the returned device functioned as intended.

Event description:
The customer alleges the "bulb found to be very dim". No other details were provided and no patient injury/harm reported.